Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. Device manufacture date: unknown due to unknown lot number. The actual device was returned for investigation. Visual inspection of the actual sample found exposure of core wire in the area approximately 55 mm- 140 mm from the distal end, and the outer layer was missing approximately 85 mm in length. Magnifying inspection of the actual sample obtained the following results: there was a shape that looked like it was torn apart at approximately 55mm from the distal end, and a step was caused in the vicinity. The core wire was exposed half the circumference. At approximately 140 mm from the distal end, the outer layer was peeled off in a gentle slope, and the edge was arc-shaped. Electron microscopic inspection of the actual sample found that the peeled surface was smooth. The outer diameter of the actual sample was measured and confirmed to meet the factory's specification. No anomaly was observed. Record review: since the involved lot number was unknown, it was not possible to conduct a record review. Simulation test. We have experienced peeling of the outer layer when the radifocus guide wire m and the metal needle were used in combination. When the outer layer was peeled off due to the combined use with the metal needle, the following characteristics were observed: the core wire was exposed over half the circumference. The peeled surface was smooth. The distal end of the peeled outer layer had a shape that looked like it was torn apart, and a step was caused. The proximal edge of the peeled outer layer was arc-shaped and a gentle slope was observed. These characteristics were considered to be similar to those observed on the actual sample. Based on the investigation results and the contents of the complaint, it was inferred that the actual sample was manipulated in the withdrawal direction while it was used in conjunction with the metal needle, which resulted in the peeling of outer layer. The missing length of the outer layer was estimated to be approximately 85 mm. Relevant IFU reference: " do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the outer layer of the guidewire (gw) was peeling during a cv port replacement in the radiology department. It was a difficult approach with a spring wire and a metal needle included in cv port kit product. Despite being aware of off-label use, they used radifocus additionally. When removed the guidewire they found peeling of urethane coating. As the condition of the patient made it difficult to perform any surgical intervention, the status quo has been maintained and the patient was under observation. A part of the urethane layer detached and remained in the patient, though it has not led to serious disorder. The patient has not yet recovered. There was health hazards, however it was non-serious. It is unknown if there were any other devices or equipment used with the reported product.